Event description:
The pt, a type ii diabetic who administers insulin, reported lower blood glucose readings with six bottles of test strips, lot 1j504b. On different unkown dates within the last week, the pt performed an unspecified number of side by side blood glucose comparisons with six different bottles of test strips, lot 1j504b versus another , lot 16078b (opened some time this week). The pt used a different bottle of lot 1j504b in each comparison. She could not give specific blood glucose results obtained, but stated that, in all comparisons, lot 1j504b was "much lower." The pt's meter was set to the appropriate code when all tests were performed. With the rep, the pt performed a normal control solution test on four of the six bottles of test strips. The other two bottles were left at the pt's vacation home so they were unavailble. The results were as follows(solution lot hvg166c, exp. 7/97): bottle one: 123mg/dl, bottle two: "not enough blood"(twice), bottle three 123 mg/dl, bottle four: 110 mg/dl. The normal control solution range for all bottles is 107-161 mg/dl. Desiccant is present in all four bottles used above. The control solution was opened one week ago. The pt shook the control solution before she applied the sample to the test pad. The pt also performed side by side blood glucose comparisons with the rep using the same bottle of test strips, lot 16078b (code 10, exp. 10/31/97), mentioned above and bottles 1,3, and 4 of lot 1j504b(bottle 2 was not used because it tested out of the normal control solution range). She obtained the following results: qc1, lot 16078b: 208 mg/dl, qcq, lot 1j504b, bottle one: 31 mg/dl, qc1, lot 1j504b, bottle 3: 153 mg/dl, qc1, lot 1j504b, bottle 4: 136 mg/dl. Also with the rep, the pt obtained a check strip result of 71 versus a check strip range of 68-92. The pt will return all four bottles of lot 1j504b to co for evaluation. The contact will be at her vacation home next week and will contact the co rep when she arrives so that the other two bottles(bottles 5&6) can be tested (and possibly sent to co for eval.